Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device confirms the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that one of the tip broke off of the end of the screw driver while inserting a locking metaglene screw using normal technique. No surgical delay. All pieces retrieved.